Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. After troubleshooting the insulin pump was found to be working as designed. The alarm was caused by a connection issue. The insulin pump was exposed to low temperatures. Customer's blood glucose level was 478 mg/dl. He was using manual injections to treat his high blood glucose level. The device was not returned.